Event description:
This css console was not on a pt. Customer reported that during a routine console checkout, the primary controller left pressure gauge exceeded the maximum limit. This alleged failure mode did not pose a risk to a pt because it occurred during routine console checkout and was not a pt. In addition, this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions because the console has a redundant, backup controller. The console has been returned to syncarida for eval.